Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) seen on interrogated atrial fibrillation (af) episodes. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.